Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of insertion difficulty and catheter fracture was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. Extension sets and caps were attached to both luer adapters. The sliding suture wing was secured between the 20cm and 22cm depth markings. Microscopic inspection of the sample did not reveal any evidence of device leakage. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter implanted via the right basilic vein of right upper arm on (B)(6) 2021. The catheter was placed near the mid-clavicular line. On (B)(6) 2021, the leakage was found. It was found that the tip of the catheter was loose near the confluence of the cephalic and axillary veins. There was no reported patient injury.